Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Three months post-op, the patient developed bone resorption. No additional information is available at this time.

Manufacturer narrative:
The event date is unknown neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
Radiographic review of multiple films MRI and x-rays of lumbar spine. There is evidence of l4-l5 degenerative spondylolisthesis with instability, supported by movement on dynamic x-rays and fluid within the l4-l5 facet joints (effusion). No evidence of surgical intervention or adverse event is noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.